Event description:
It was reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the pt's left eye (os) in 2009. The icl will be explanted two months later, due to the pt experiencing glare and is not happy with the implant. At a post-op visit, the surgeon noted the icl had rotated, the vault was good, so it was decided not to reposition the icl. The pt had experienced a choroidal detachment and there was some fluid build-up, but it went away. The iop was normal. The pt is highly myopic. The pt's current bcva is 20/20.

Manufacturer narrative:
Other(glare), (choroidal detachment) - other (lens rotated). Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.